Event description:
It was reported the patient had trouble getting the therapy screen. The patient was able to get the therapy screen by pressing the stimulation on button. That associated with the first time the patient had felt stimulation since implant. The patient started feeling stimulation after the pain medication wore off. The patient felt stimulation in their bottom, hip, and down the leg. The stimulation in the wrong location was present on all programs and caused spasms of the foot. The patient had to keep the stimulation low to be tolerable. Stimulation had been working, but the patient experienced leakage. Three months later, the patient had the stimulator replaced. At the replacement, it was noticed the stimulator had moved. The patient did not have any falls associated with the migration, but the patient stated that the wave pool, beach, or ocean may have had something to do with it.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0me03, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).